Event description:
A report was received that after an implant procedure there was seroma and hematoma formation at the ipg site. On (B)(6) 2017, the physician cleaned the ipg site with clorhexidine and aspirated 1ml of brownish fluid. On (B)(6) 2017, the physician cleaned the ipg site with clorhexidine and aspirated 9ml of dark red blood. It was noted that patient's wound was healing well.